Event description:
Reporter indicated that high lead impedance reading (dc-dc code 7 and limit) was obtained during lead test at follow-up visit. X-ray was ordered and physician noticed a break in the lead. Ncp system was explanted and patient was reimplanted with a new ncp system.